Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. After use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reported that during patient injection with 1 syringe of juvéderm voluma® xc the needle disengaged and product oozed out of the luer lock. No injury to the patient or injector. The needle from the package was used and tightened by hand and this was the initial use of the syringe. The needle has been advised to be discarded but the syringe is available for return to allergan.

Event description:
Healthcare professional reported that during patient injection with 1 syringe of juvéderm voluma® xc the needle disengaged and product oozed out of the luer lock. No injury to the patient or injector. The needle from the package was used and tightened by hand and this was the initial use of the syringe. The needle has been advised to be discarded but the syringe is available for return to allergan.

Manufacturer narrative:
Device analysis: ¿1ml syringe with 0.5 ml of gel remaining in it received with a needle not belonging to allergan still attached to syringe (not well attached). Micro cracks are observed at the 3 mm luer lock level" and ¿few small bubbles are observed near the luer lock into the remaining gel"